Event description:
It was reported that the pulse generator could not be interrogated, there was no magnet response and the patient presented at around 40 beats per minute. In 2009, measured data was 2.71 v, 15 ua, 5.7 kohms and 96 pulse per minute magnet rate with an estimated 1-1.25 years remaining longevity. The following day the device was in backup vvi, and was replaced.

Manufacturer narrative:
Final analysis found the pulse generator had been returned due to backup operation. According to the backup vvi status report, multiple bits of product code were flipped. New product code was downloaded in the field. As received, the elective replacement indicator (eri) warning flag was noted. After it was cleared, normal device function ensued.